Event description:
When attempting to place radial artery catheter, the catheter itself is too flimsy and unable to pass the patient's skin despite needle already having passed through patient's skin, subcutaneous tissue, and artery. The catheter bunches on needle and does not pass through skin. Upon removal, catheter tip is deformed. This issue has occurred with other patients but happened twice with this patient. This resulted in multiple unnecessary arterial punctures. Alternative vascular catheter had to be used for arterial access. This results in multiple unnecessary arterial punctures.